Event description:
Reprise IV study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Deployment of the 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed lbbb. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. It was further reported that one day post index procedure, the subject was discharged home on aspirin and clopidogrel.

Manufacturer narrative:
B5: describe event or problem: updated. B6: relevant tests/laboratory data: updated.

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Deployment of the 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed lbbb. No action was taken to treat the event. At the time of reporting, the event was considered not recovered.